Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, the lens did not load properly. Additional information was provided stated that lens was stuck in the cartridge and possible injector issue, it was unsure if it was the lens, cartridge or the injector was being used there was no patient harm and the surgeon prognosis was good. The patient was not hospitalized.